Event description:
Reportable based on device analysis completed on 01-nov-2018. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Two 2.00mm x 20mm maverick balloon catheters were advanced and inflated to 5 atmospheres. Intravascular ultrasound (ivus) imaging was used to confirmed that the calcium in the lesion was somewhat more severe than seen with the angiography. The patient is scheduled to undergo rotablation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal tear in the balloon. Returned product consisted of a maverick2 balloon catheter. Microscopic examination revealed that the balloon has a 19mm longitudinal tear starting at the proximal balloon cone and the tip is damaged. Inspection of the device presented no other damage or irregularities.